Event description:
The laboratory and emergency department staff has found that the tamper-evident labels on the bd (becton dickinson) vacutainer eclipse are compromised (affixed but damaged) leading the staff to question the sterility of the product. Further investigation of the inventory reveals that this problem is not isolated to one particular lot and is evident in both gauges (368607/368608). A hospital representative met with a bd sales representative to discuss and demonstrate our findings. No action has been taken by bd to-date. The hospital's interim plan is to find a comparable product and discontinue using the bd eclipse.